Event description:
User reported that she had pain when using the cup and has noticed a moderate increase in her cystocele.

Event description:
User reported that she had pain when using the cup and has noticed a moderate increase in her cystocele.